Manufacturer narrative:
(B) (4). The warmer head of the affected iw934jeu cosycot infant warmer is not scheduled to be returned to fisher & paykel healthcare ('fph') for inspection. To assist in our analysis of the cause of the cracks, fph has made a request for photographs of the device for evaluation, as well as the circumstances of the damage as reported. We will submit a follow-up report following the receipt of additional info and completion of our analysis.

Event description:
A healthcare facility in (B) (6), reported to fisher & paykel healthcare's (B) (4) office, that an iw934jeu cosycot infant warmer was cracked around the lower and upper head casings. No pt consequence was reported.